Event description:
It was reported that cgm displayed error message 42. There was no reported impact to the customer¿s blood glucose level. Technical support instructed patient to disconnect pump from charger, wait, reconnect, and complete pump restart, after which pump started successfully and insulin therapy was resumed.